Event description:
Patient additionally reported the events of "extreme muscle weakness, ringing in my ears, vision problems, severe itching all over at times, horrible brain fog, vertigo, heat intolerance, hormonal imbalance that put me into full blown menopause, fatigue, joint pain, breast pain, pain in my hands, numbness in my toes sometimes, sometimes numbness on my left side, and increasing headaches¿.

Manufacturer narrative:
In response to FDA report number: mw5088613. Additional, changed, and/or corrected data: b.5, e.4, g.1, g.3. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture, pain and capsular contracture baker grade IV.

Event description:
Patient reported a left side capsular contracture baker grade IV, rupture, and pain. Device remains implanted.